Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was applied during an aortic valve replacement surgery. The patient became hypotensive, ventilation became difficult, resuscitation required but no arrest occurred. The hospital indicated that a syringe from lot 10mgv023 was used during this procedure. As such, a quality control review of this lot was performed. This review indicates that the lot met all specifications per the device master record. During the investigation it was noted that the patient would undergo allergy testing. Multiple attempts were made to obtain the results of this testing. Cryolife has been unable to obtain this information from the hospital. Should this information become available in the future the complaint will be reopened and the additional information will be reviewed.

Manufacturer narrative:
According to the report, bioglue was applied during an aortic valve replacement surgery. The patient became hypotensive, ventilation became difficult, resuscitation was required but no arrest occurred. Additional information received at a later date indicated that the patient received allergy testing which suggested the patient was allergic to the bovine component of bioglue. After an undisclosed period of time the skin around the injection became necrotic, requiring a skin graft. However, the specific cause of the necrosis was not reported. After the skin graft was performed the patient underwent additional allergy testing which confirmed the patient has an allergy to bovine protein. Bioglue surgical adhesive is composed of bovine serum albumin and glutaraldehyde. Bioglue should not be used in patients with a known sensitivity to materials of bovine origin such as person who experiences any type of hypersensitivity reaction with the consumption of beef or milk products. In addition, the bioglue instructions for use (IFU) contraindicates the use of bioglue in patients with a known sensitivity to material of bovine origin. In addition, the warning section of the IFU warns that exposure to unreacted glutaraldehyde may cause irritation to eye, nose, throat, or skin; induce respiratory distress; and cause local skin necrosis. It is possible that the patient experienced local tissue necrosis due to application of unreacted glutaraldehyde in the initial allergy test. Since the patient had subsequent allergy testing that indicates the patient is indeed allergic to bovine protein the complaint has been confirm. No additional actions are required as adequate precautions are included in the IFU including the contraindication of use in individuals with a known sensitivity to materials of bovine origin.

Event description:
According to the report, bioglue was applied during an aortic valve replacement surgery. The patient became hypotensive, ventilation became difficult, resuscitation required but no arrest occurred.